Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Their blood glucose level was unknown. Troubleshooting was performed. They performed 5.0 units of fill cannula process. The customer stated that insulin did not exit. They removed the reservoir from the insulin pump. Customer reported that insulin did not exit with a plunger push. It was explained that the alarm was caused by an infusion and reservoir occlusion. The reservoir will not be returned for analysis.